Event description:
As reported to customer relations via observational post-market study complaint form "in (B)(6) 2021, the patient had a biliary stent placed in the right hepatic duct for treatment of benign biliary stricture secondary to liver transplantation. At 23 days post-procedure, the patient experienced cholangitis due to stent occlusion. The site considered this related to the study stent, not a device deficiency." Update 25-jul-2024: the site noted the event as not related to the procedure; related to other condition or cause, specifically, ¿living donor tx; complex biliary anastomosis; occluded biliary stent.